Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that when the customer's health care professional removed the sensor from the customer's body there was no electrode on the sensor. No further details were given, and no products were shipped or returned.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found sensor was retracted inside of the sensor base. No broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.